Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device stopped working. Upon explant, it was noted that there was a fluid loss caused by a hole in the tubing between the pump and the reservoir. The cylinders and pump were removed and replaced. There were no patient complications reported.